Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 167, 172, 146, 158 and 161 mg/dl. Customer stated the meter is reading about 40 points higher than his dexcom. The customer¿s expected blood glucose test result ranges are 90 mg/dl fasting am and 130 mg/dl fasting pm within 2 hours after a meal. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 03/19/2025 and open vial date was not provided. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 167 mg/dl date: (B)(6) 2024 time: 10:49 am fasting result 2: 172 mg/dl date: (B)(6) 2024 time: 10:32 am fasting result 3: 146 mg/dl date: (B)(6) 2024 time: 8;00 pm fasting result 4: 158 mg/dl date: (B)(6) 2024 time: 7:45 pm fasting result 5: 161 mg/dl date: (B)(6) 2024 time: 7:24 pm fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on 25-sep-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.